Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. In addition, the customer reported that the pump battery felt warm to touch. Subsequently, a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction 7 and battery not holding charge issues were verified. Based on the analysis, the alleged battery being hot to touch could not be verified.